Event description:
It was reported that the customer delivered extra boluses after administering a correction injection. The customer's blood glucose (bg) level subsequently decreased, and the bg value displayed as 'low' on the continuous glucose monitor (cgm). Customer consumed carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 (B)(4), +60 (B)(4), +120 (B)(4), +180 (B)(4), +240 (B)(4). "After 10 (B)(4), are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen." H3 other text : device not returned.